Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had to increase her stimulation setting to the maximum following trauma that occurred during a soccer game. On (B)(6) 2010, a "call your doctor" icon was noted, and the pt could not adjust their stimulation. There was no issue indicated in regards to the charging capability of the device system. The pt contacted her physician who stated she could continue with her normal physical activities. Further follow-up with her physician was scheduled. The pt's outcome was not reported. Additional info has been requested from the hcp, but was not available as of the date of this report.